Event description:
The customer alleges that the device failed the self-diagnostic cautionary light when powered on. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 08/01/2008. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit displayed characteristics of that are indicative of a faulty power supply printed circuit board (pcb). The power supply pcb was replaced and no issues were found. Based on the investigation performed, the reported complaint was confirmed. The failure is related to a faulty power supply pcb (11823). Root cause can only be taken to the faulty pcb, not the component level. The pcb is out of warranty and will not be subjected to any further testing. No corrective/preventative actions assigned. No further action required.

Event description:
The customer alleges that the device failed the self-diagnostic cautionary light when powered on. No patient injury reported.